Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's nurse that the customer had high blood glucose and was hospitalized due to diabetes ketoacidosis. The customer's blood glucose was 700mg/dl. The nurse also stated the customer wanted the insulin pump replaced. Advised the nurse, we would contact the customer regarding this event. We contacted the customer and spoke with customer's mother; she stated there is no issue with the insulin pump.